Event description:
(B) (4) received info that the right ventricular (rv) lead exhibited high threshold and decreased r-wave measurements. This lead was explanted and a new lead was successfully implanted. An explant date was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.